Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove the sgc guide attach from the stabilizer may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. Therefore, this complaint is pointing to exception (issue) 136516. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1-2. At the end of the procedure, it was noted that the steerable guide catheter (sgc) was difficult to remove from the stabilizer. There were no adverse patient effects and no clinically significant delay in the procedure. The following day, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. The patient underwent an additional mitraclip procedure that same day. On (B)(6) 2025: response from rep received on 04dec2025 first procedure questions (B)(6) 2025). 1. Describe the leaflet pathology and challenging anatomy prior to grasping. This can include but is not limited to any of the following noted prior to grasping: chordal rupture, prolapse, restriction, flail, thin/thick leaflets, enlarged/small atrium, rotated heart or previous cardiac surgery. R. Mostly smr, with long thin leaflets. 2. In the physicians opinion, was the slda due to the pre-existing patient anatomy (e.g. Thickened leaflets, leaflet calcification in the grasping region, thin or friable leaflets, large flail gaps or widths, and tethered leaflets or abnormal cardiac size and orientation which impacts the ability to ensure leaflet insertion)? R. They are not sure but they are suspect of the g5 devices as it was the first time using g5 and they had 2 slda's back to back. 3. After the slda, was there any evidence of chordal rupture, tissue damage or any other leaflet injury observed? R. Not with echo, but the physician did note that the leaflet was damaged when he did the open heart procedure. 4. Were there any difficulties visualizing the clip during the procedure? If yes, please describe whether it was due to patient anatomy, the imaging quality/equipment, or the device itself? R. Not in the initial procedure, but was extremely challenging with the revision procedure. Struggled to see and grasp. 5. Was the leaflet coaptation and insertion during the procedure performed to ensure there was sufficient leaflet capture, and was it satisfactory in all views? R. Yes in the first procedure, difficult to see on the revision procedure. 6. Were the clip arms confirmed to be perpendicular to the line of coaptation? R. Yes. 7. During insertion of the sgc into the stabilizer, was the user using an underhand or overhand grip? R. Underhand. 8. During insertion of the sgc into the stabilizer, was the user pulling towards themselves? R. Not sure, I know what you are asking. 9. Was a different sgc able to be inserted prior to sgc0802 (50805r1094)? R. ? 10. Or was this the first time using this stabilizer? R. First time. 11. Was a different sgc able to be inserted into the stabilizer without issue? R. Yes. Second procedure questions (B)(6) 2025) 1. In the physician¿s opinion, was the embolization due to the pre-existing patient anatomy (e.g. Thickened leaflets, leaflet calcification in the grasping region, thin or friable leaflets, large flail gaps or widths, and tethered leaflets or abnormal cardiac size and orientation which impacts the ability to ensure leaflet insertion)? R. He is not sure, thinks it has something to do with the new g5 as they have not experienced this with g4 and this was their 1st time using g5. 2. After the embolization, was there any evidence of chordal rupture, tissue damage or any other leaflet injury observed? R. Leaflet tissue damage. 3. Were there any difficulties visualizing the clip during the procedure? If yes, please describe whether it was due to patient anatomy, the imaging quality/equipment, or the device itself? R. Yes, imaging and shadowing of the slda. 4. Was the leaflet coaptation and insertion during the procedure performed to ensure there was sufficient leaflet capture, and was it satisfactory in all views? R. Hard to see in all view. 5. Were the clip arms confirmed to be perpendicular to the line of coaptation? R. Yes, close enough 6. Is the sgc returning? R. No 7. Is the stabilizer returning? R. No conclusion: additional information was reviewed and there are no changes to the case description, coding or reportability decision. All available information has been received. No additional requests for information are needed.